Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2008) is considered to be a best estimate. This MDR represents the ventralex mesh (device 2). An additional supplemental emdr was submitted to represent the ventralex mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2008 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with the implant of two ventralex mesh (device 1 and 2). Per op notes, "two ventralex mesh (device 1 and 2) were placed to the anterior abdominal wall using sutures." On (B)(6) 2009 - patient was diagnosed with recurrent ventral hernia thereby underwent repair with the implant of composix kugel hernia patch (device 3). Per op notes, "scar was cut of the area. The previous mesh (device 1 and 2) were noticed, a composix kugel hernia patch (device 3) was placed into the abdominal cavity using sutures."